Event description:
It was reported that a patient underwent a general surgical procedure on an unknown date and suture was used. During the procedure, the needle bent and broke with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.